Manufacturer narrative:
This is the marker FDA 3500a form for medical device reporting variance e2020002 for the essure system (p020014) submitted by bayer on 09apr2021 for the period, 01mar2021 to 31mar2021. ;a spreadsheet of MDR line-item data for the reports referenced in this report can be found on the "problems reported with essure" page of the FDA web site. ; a. Total number of reports: ; 1. By report type: 5270 serious injuries, 28 malfunctions, and 14 deaths ; 2. By patient problem code(s): ; 2100 reports associated with patient problem code 1994: pain ; 1607 reports associated with patient problem code 3191: no code available ; 635 reports associated with patient problem code 2121: uterine perforation ; 475 reports associated with patient problem code 2687: foreign body in patient ; 360 reports associated with patient problem code 3165: device fragments in patient ; 287 reports associated with patient problem code 2666: heavier menses ; 229 reports associated with patient problem code 3193: pregnancy ; 163 reports associated with patient problem code 2000: pelvic inflammatory disease ; 73 reports associated with patient problem code 1907: hypersensitivity ; 55 reports associated with patient problem code 1962: miscarriage ; 51 reports associated with patient problem code 1888: hemorrhage ; 48 reports associated with patient problem code 1685: pain, abdominal ; 42 reports associated with patient problem code 1819: pregnancy, ectopic ; 24 reports associated with patient problem code 1855: death, intrauterine fetal ; 22 reports associated with patient problem code 2601: distention ; 14 reports associated with patient problem code 1802: death ; 11 reports associated with patient problem code 2465: labor, premature ; 10 reports associated with patient problem code 2001: perforation ; 8 reports associated with patient problem code 1987: organ(s), perforation of ; 6 reports associated with patient problem code 1932: inflammation ; 5 reports associated with patient problem code 1498: pulmonary embolism ; 4 reports associated with patient problem code 1959: menstrual irregularities ; 3 reports associated with patient problem code 2665: intermenstrual bleeding ; 2 reports associated with patient problem code 1930: infection ; 2 reports associated with patient problem code 1971: necrosis ; 2 reports associated with patient problem code 2668: bowel perforation ; 1 report associated with patient problem code 1800: cyst(s), formation of ; 1 report associated with patient problem code 1856: fetal distress ; 1 report associated with patient problem code 2067: sepsis ; 1 report associated with patient problem code 2108: toxic shock syndrome ; 3. By device problem code(s): ; 4959 reports associated with device problem code 2993: no known device problem ; 353 reports associated with device problem code 1069: break ; b. The average patient demographics: 36.3 year old females from the united states based on a sample size of 2863 of 5312 reports where a patient age was reported. ; c. Report source: legal - all reports are from the two sources described within the essure variance letter (e2020002) dated 24apr2020. ; d. Entities submitting reports: bayer pharma ag ; e. Device(s) involved: essure; ess205, ess305 ;the final analysis of the mentioned information will be conducted as described within the essure variance letter (e2020002) dated 24apr2020. ;